Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8015514. All inspections and challenges were performed per the applicable operations qc specifications. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that a relion¿ insulin syringe had broken barrel flanges. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Customer returned (1) 1/2cc, 8mm, 31g relion syringe in an open poly bag with the shelf carton from lot # 8015514. Customer states that the barrel flanges are broken. The returned syringe was examined and exhibited a broken barrel at the flange. A review of the device history record was completed for batch# 8015514. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications [200737445, 200737733, 200737777, 200738148] noted that did not pertain to the complaint. Based on the samples/photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (broken barrel). Possible root cause: likely a jaw jam of form fill & seal and then made it to packaging.

Event description:
It was reported that a relion insulin syringe had broken barrel flanges. There was no report of exposure, serious injury or medical intervention.